Event description:
Pt started on continuous infusion at 5fu thru pump using remote reservoir bag and administration set #217034. Pt thought she could smell 5fu and that it was leaking but nurse could not find leak on 3/17/97 when pt hooked up. Rn made home visit on 3/18. Air had leak into bag (about 3-4 ml) and drops of 5 fu observed on gray part of admistration set and pump. New bag of 5fu, new pump and administration set prepared.